Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative and postoperative diagnosis was bilateral inguinal hernias. ­­­­­­­­­the procedure performed was laparoscopic bilateral inguinal herniorrhaphy with mesh. On (B)(6) 2015 - the patient underwent a another procedure for open left inguinal herniorrhaphy with mesh. The preoperative diagnosis was incarcerated left inguinal hernia, recurrent status post previous laparoscopic inguinal herniorrhaphy and postoperative incarcerated indirect left inguinal hernia with sliding component of the colon being a part of the hernia sac. The patient has had a recurrence.